Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movements were unavailable. Review of the system log file showed that showed geometry errors malfunction, most likely cause is in geometry hardware. Fse replaced the spp power supply. After replacement of spp power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the motorized movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.